Event description:
A biomedical engineer reported an error code was noted after boot up. The system was rebooted a number of times after which there was no error code. The case began and was completed with no further issues. There was no pt involvement.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported error code. However, multiple error codes were confirmed in the event log. The footswitch interface pcb was replaced. The system was then tested and met all product specs. The replaced footswitch interface pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).